Event description:
It was reported that the patient experienced an inadequate stimulation and the implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2138-50 serial number: (B)(6). Batch/lot number: 165171 model/catalog description: phase iii linear lead - 50cm unique identifier (UDI) #: (B)(4).